Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patients lead had migrated and was not getting adequate pain relief. The patient underwent a revision procedure. During the procedure the physician was unable to advance a new lead due to heavy scar tissue and resistance. The patient elected to keep the system in as is, due to the current coverage the patient is receiving.